Event description:
The user facility reported that the device's pressure stopped intermittently during a procedure even after the tourniquet was changed out. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully after a backup device was used.

Event description:
The user facility reported that the device's pressure stopped intermittently during a procedure even after the tourniquet was changed out. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully after a backup device was used.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.